Event description:
Reportedly, the screen is not stable and unclear when performing tests during follow-up visits.

Event description:
Reportedly, the screen is not stable and unclear when performing tests during follow-up visits.

Manufacturer narrative:
Expertise of the returned programmer revealed that the reported display issue was due to a damaged cable. The flat cable (also called screen flex cable) which connects the video board to the carrier board of the programmer was worn out. The programmer will follow the normal workflow of repair, including a replacement of the screen flex cable, and will be sent back to the field.